Event description:
The patient wanted the device explanted because it "does not work". The patient refused to try and have the system adjusted. Explant surgery was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.